Event description:
I used poligrip from 2000 and before that start date. I am still having to use said item every so often, so I may eat. While I was using these items, I began experiencing numbness and tingling in my extremities. I had bouts of weakness where I could barely go any place. My system went wild, my white blood cells were out of control. This would come and go. The dr could not explain that was wrong with me. I had terrible burning in my feet and legs. This all escalate. I had more and more problems come up. I had terrible pain in my upper back by my neck, I was put on pain med for this. I was put on arthritics med. I had headache every morning. I was put on a c=pap at night for sleeping. All of a sudden I have colitis which makes it where I can't go off for long periods for fear of what my stomach is going to do. I have barrett's esophagus now. Two years ago, I told my dr I was out of breath just walking through a store. He sent me to my c-pap dr. He ordered x ray of my lung and some breathing tests. He found I had a lump in one of my lungs. They gave me a breathing test at the hospital. I could not walk for 2 mins at a quick pace without being out of breath. He put me on 2 liters of oxygen 24/7. He said, he would watch the lump in my lung, but would not operate unless need be. He tested my breathing every 6 months. Six months later and found it had not improved. He does not know why I have this problem, just that I do. About a year ago, they found I have a lump on my voice box. They are watching this. I have fibromyalgia. I have carpal tunnel in both of my arms. Now I am narcoleptic. My legs and feet swell all the time. My feet are in terrible pain and burn all the time. I have been prescribed an electric wheelchair. I can't hold my bladder on certain days. I am sure I have not listed all of my problems. I can't keep my b12 level up. I have to have someone come in from the counsel on aging every week to help keep the house clean. I have to get my dinners for us to eat from the counsel on aging, so we can eat. My husband is 74 with health problems, now I can't run the house for us. I can't cook without someone to supervise since it takes me forever to do a job. I cannot concentrate. It has taken me 2 1/2 wks just to do these forms with help. I had a zinc level test in 2009. My zinc level was 743. This was after I quit using poligrip for a week before I even took the test. As I sit here checking over my writing, I am very dizzy. I drop things all the time. My hand just lets go. I have trouble walking straight I am getting worst. This really scares me for I fear I may have to have someone come in and stay with me full time. Dose or amount: denture cream; frequency: 1-2 a day; route: po. Dates of use: 2000 - 2009. Diagnosis or reason for use: upper and lower dentures to talk and eat. Event abated after use stopped or dose reduced? No.